Event description:
During left ventricular assist device change-out and while the patient was on bypass for approximately 25 minutes with normal parameters, obstruction to the cardiotomy reservoir was noted, requiring interruption of cardiopulmonary bypass to replace the venous reservoir. The flow was reduced to very low levels and hypotension was noted. The patient developed significant end-organ ischemia and subsequently expired.